Event description:
The customer reported that the system displayed poor image quality.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep found a collimator that would not fully open and cam rotation not working properly. He replaced the fluoro functions pcb or cam rotation. The collimator was replaced and calibrated. The camera alignment was adjusted and the system calibration files were reloaded. The system operates as intended.